Manufacturer narrative:
(B)(4). The lot was manufactured august 11, 2015 ¿ august 12, 2015. The device was received for evaluation with approximately 240 ml of fluid in the bladder. Visual inspection revealed white drug precipitate in the solution in the reservoir. A functional flow test revealed that flow was not observed at the distal luer. The reported condition was verified. Microscopic inspection revealed the direct cause of the flow problem was due to drug precipitate blocking the fluid path within the glass capillary of the flow restrictor. However, the device was found to be conforming to specifications as no device malfunction occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow out of the administration line of a large volume infusor. The device was filled with flucloxacillin. This was noticed during set-up. There was no patient involvement. No additional information is available.